Event description:
It was reported that upon interrogation, it was noted that the patient had received inappropriate therapy due to noise. Noise was not reproducible. Loose setscrew was suspected. Lead was explanted and replaced.

Manufacturer narrative:
Analysis noted lead damage at 27.0cm - 28.5cm from the connector pin due to clavicular crush. The inner insulation was damaged and the etfe insulation of one sensing conductor was damaged in this location. Correction- serial number was previously reported as as (B)(4). This report notes the correct serial number.